Event description:
Philips received a complaint on the piic ix indicating that the device was having a speaker issue in the sicu. Visual inspection found the speaker cable to be not connected.device was working and volume of speakers working as designed. Results of functional testing indicate the device is operational and back in use. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the central alarm has no sound. The device was in use on a patient. There was no report of patient or user harm. The field service engineer went on-site and confirmed the issue. A loose connection was identified with the central speaker. A functional check was carried out and the device was returned to clinical use. A follow-up report will be submitted upon completion of the investigation.